Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine lining/ malposition of essure device location of device: uterine lining/failure to occlude (close) fallopian tubes'), device expulsion ('migration of essure device location of device: uterine lining/ malposition of essure device location of device: uterine lining'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and post procedural haemorrhage ('bleeding after placement of left essure') in a 35-year-old female patient who had essure (batch no. 629311, 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome, hypersomnolence, endometrial polyp, metrorrhagia, genital bleeding, cholecystectomy and benign essential hypertension. Previously administered products included for an unreported indication: nuva ring from 2006 to 2009 and mirena from 2001 to 2006. Concurrent conditions included type 2 diabetes mellitus since 2009. Concomitant products included bupropion hydrochloride (wellbutrin) since 2003, captopril from 2009 to 2016, escitalopram oxalate (lexapro) since 2003, gliclazide (claritin) since 2014, ibuprofen since 2014, metformin since 2009 and mometasone furoate (flonase). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2015: left essure removed, (B)(6) 2015: hysterectomy. Bilateral salpingectomy and ablation and d&c). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, post procedural haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015: left essure removed (B)(6) 2015: hysterectomy. Bilateral salpingectomy supracervical hysterectomy (uterus only) bilateral salpingectomy essure did not worsen a previously existing injury/condition. Five rings on one side, three rings on other side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: left tube was patent; on (B)(6) 2010: unilateral occlusion (right tube occluded), the left essure device appears be mal positioned inferiorly and medially relative to the left fallopian tube. Left fallopian tube shows filling and spillage into the cul-de-sac compatible with patency.. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan vagina - in (B)(6) 2010: tube patent on left side. 629311 (left tube) expiration date: (B)(6) 2012 628048 (right tube) expiration date:2010 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received: lot number and expiration date added. Reporter added, product onset date updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine lining/ malposition of essure device location of device: uterine lining/failure to occlude (close) fallopian tubes'), device expulsion ('migration of essure device location of device: uterine lining/ malposition of essure device location of device: uterine lining'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and post procedural haemorrhage ('bleeding after placement of left essure') in a 35-year-old female patient who had essure (batch no. 629311, 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome, hypersomnolence, endometrial polyp, metrorrhagia, genital bleeding, cholecystectomy and benign essential hypertension. Previously administered products included for an unreported indication: nuva ring from 2006 to 2009 and mirena from 2001 to 2006. Concurrent conditions included type 2 diabetes mellitus since 2009. Concomitant products included bupropion hydrochloride (wellbutrin) since 2003, captopril from 2009 to 2016, escitalopram oxalate (lexapro) since 2003, gliclazide (claritin) since 2014, ibuprofen since 2014, metformin since 2009 and mometasone furoate (flonase). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (B)(6) 2015: left essure removed, (B)(6) 2015: hysterectomy. Bilateral salpingectomy and ablation and d&c). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, post procedural haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015: left essure removed. (B)(6) 2015: hysterectomy. Bilateral salpingectomy. Supracervical hysterectomy (uterus only). Bilateral salpingectomy. Essure did not worsen a previously existing injury/condition. Five rings on one side, three rings on other side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: left tube was patent; on (B)(6) 2010: unilateral occlusion (right tube occluded), the left essure device appears be mal positioned inferiorly and medially relative to the left fallopian tube. Left fallopian tube shows filling and spillage into the cul-de-sac compatible with patency.. Pregnancy test urine. On (B)(6) 2009: negative. Ultrasound scan vagina - in (B)(6) 2010: tube patent on left side. 629311 (left tube) expiration date: ??-feb-2012. 628048 (right tube) expiration date:??-aug-2010. Lot number: 628048 manufacture date: 2008-08 expiration date: 2010-08. Lot number: 629311 manufacture date: 2009-02 expiration date: 2012-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine lining/ malposition of essure device location of device: uterine lining/failure to occlude (close) fallopian tubes'), device expulsion ('migration of essure device location of device: uterine lining/ malposition of essure device location of device: uterine lining'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and post procedural haemorrhage ('bleeding after placement of left essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome, hypersomnolence, endometrial polyp, metrorrhagia, genital bleeding, cholecystectomy and benign essential hypertension. Previously administered products included for an unreported indication: nuva ring from 2006 to 2009 and mirena from 2001 to 2006. Concurrent conditions included type 2 diabetes mellitus since 2009. Concomitant products included bupropion hydrochloride (wellbutrin) since 2003, captopril from 2009 to 2016, escitalopram oxalate (lexapro) since 2003, gliclazide (claritin) since 2014, ibuprofen since 2014, metformin since 2009 and mometasone furoate (flonase). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2015: left essure removed, (B)(6) 2015: hysterectomy. Bilateral salpingectomy and ablation and d&c). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, post procedural haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015: left essure removed. On (B)(6) 2015: hysterectomy. Bilateral salpingectomy; supracervical hysterectomy (uterus only); bilateral salpingectomy; essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: left tube was patent. Ultrasound scan vagina - in (B)(6) 2010: tube patent on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and medical records received. The previously reported event injury was replaced with abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: uterine lining / migration of essure device location of device: uterine lining, dysmenorrhea (cramping), pain, bleeding after placement of left essure. Outcome of pain was updated. Concomitant medications were added. Patient's medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.